Manufacturer narrative:
(B)(4). The reported complaint of "multiple "drain task incomplete" alerts" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "multiple "drain task incomplete alerts". Additional information states that the pump was switched out and they experience no further alarms. No patient injury or consequence reported. Thee patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "multiple "drain task incomplete alerts". Additional information states that the pump was switched out and they expereience no further alarms. No patient injury or consquence reported. Thee patient's current condition is reported as "fine".